Event description:
A customer contacted baxter's technical service center for assistance with their homechoice therapy. The home patient's relative stated, the home patient found the patient line separated from the transfer set. The patient line was laying on the bed during fill 1/5. The home patient feels empty and believes most of the solution went on the bed. The home patient's relative inadvertently reconnected the patient line to the catheter and proceeded with therapy. Baxter's technical service representative (tsr) had the home patient's relative close the catheter and clamps, end therapy on the homechoice and remove/dispose the set-up. Initial drain volume recorded=2561ml. Tsr advised the home patient's relative to contact the nurse about air exposure to the home patient and to start over with a new set-up per nurse instructions. Homechoice operational. Additional information was obtained from the home patient's relative on august 14, 2007. The nurse was immediately contacted and instructed the home patient's relative to end therapy and disconnect the home patient. Therapy was restarted with new supplies. The home patient was given three doses of antibiotic to administer intraperitoneal at home for prophylactic measures.

Manufacturer narrative:
The sample was discarded by the home patient.